Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing poor image quality. There was no injury associated with this event.

Manufacturer narrative:
Evaluation of the transducer confirmed the imaging issue as described by the customer. Investigation of the device noted oil separation in the lens and a loose connector locking latch. The physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.